Event description:
Patient presented to the physician with a lump at the neck incision site, including symptoms of tenderness, warmth, redness, and pain. Due to signs of infection, the physician ordered a CT scan and prescribed antibiotics. Patient will be re-evaluated in four weeks.